Event description:
The back cane allegedly broke at the lower bolt hold, which connects the back cane to the chair. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara2g - serial number/date (B)(4) is approximately 4 years and 3 months old. The user manual part number 1125027 (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a female whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.